Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a esophagectomy/gastric tube procedure, on the first firing, the reload was loaded on the device and it clamped the tissue, firing was attempted, but it was unable to fire. Although the product was removed and reloaded several times, it could not be used, therefore, a new product was used to complete the case. There was no patient injury.